Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance reviewed the initial call. The patient reported that he first noticed the meter issue 2 weeks prior to contacting lfs. The patient reported, an example of the readings he has been obtaining, are, on (B)(6) 2016, he obtained alleged inaccurate high blood glucose results of ¿205 and 176 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he tests his blood glucose 3-4 times per day. The patient reported that he manages his diabetes with a combination of medications, including metformin, glipizide and insulin. In response to the alleged inaccurate high readings the patient stated he had been taking extra insulin. The patient denied developing any symptoms and there is no evidence that patient required or received any treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr walked the reporter through a retest and the control solution test was not in range. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.